Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient was being treated for an unruptured amorphous aneurysm of the left ophthalmic artery. The aneurysm max diameter was 13.7mm and the neck diameter was 6.13mm. Blood flow and vessel tortuosity were normal. It was reported that the device was prepared per the manufacturer instructions for use. The axium coil was implanted but would not detach. The physician attempted to detach the coil three times with one instant detacher, then twice again with another instant detacher. Two attempts were also made to detach manually with a hypotube unsuccessfully. No issue was noted with the instant detachers. The surgeon removed the coil from the patient and completed the procedure with a competitor's product. The patient did not sustain any harm or injury during the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that prior to the coil non-detachment no issues were encountered, and no pushwire damage was observed after removal from the patient.